Manufacturer narrative:
No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
It was reported that a patient participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Patient was implanted with an anterior lumbar interbody fusion spacer at level l5_s1size. Patient was also implanted with an anterior tension band (atb) plate at screw_l4_l, screw_l4_r, screw_l5_l, screw_l5_4, screw_s1_l, with atb plate 449.072. The patient experienced pain for 14 months. Surgery date was (B)(6) 2005, and postoperatively patient experienced vascular injury, requiring repaired vascular tear during surgery. This is 1 of 7 reports for the same event.